Event description:
I am using the dexcom continuous blood glucose monitor. I have experienced a severe allergic reaction to the adhesion on the pad that holds the transmitter to the skin. I have never had a reaction to any other adhesive product such as bandages, IV tape, etc. But the adhesive on the dexcom device causes severe itching and burning and causes my skin to react as you might expect from a chemical burn. It turns bright pink, oozes, and then the skin flakes and peels. Since developing this problem. I've searched online (B)(6) and found numerous other people who have experienced the same or similar problem. This has happened many times and I can no longer use dexcom on my skin.